Event description:
The problem was observed on 10/27/97 or 10/28/97. When used, the strips burn/sting the pt's eye, are stiff and scratch the eye, and do not dye the eye well. The strips have to be applied more than once. Concern for pt safety, missed diagnosis and potential for pt injury.